Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). As a result, the customer experienced symptoms described as feeling hot and dizziness and self-treated with coca cola. There was no report of death or permanent impairment associated with this event. A higher reading of 130 mg/dl on the adc device was compared to a competitor brand meter reading of 46 mg/dl on the same day of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed with sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). As a result, the customer experienced symptoms described as feeling hot and dizziness and self-treated with coca cola. There was no report of death or permanent impairment associated with this event. A higher reading of 130 mg/dl on the adc device was compared to a competitor brand meter reading of 46 mg/dl on the same day of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.